Event description:
It was reported that approximately 2.5 years post implant of a bifurcated device, infrarenal aortic extension, and an iliac limb extension, the patient presented with a ruptured aneurysm. Reportedly, the patient presented to the or with lower back pain. A computed tomography was performed; the physician identified that there was a type iii endoleak at the junction of the bifurcated device and the infrarenal aortic extension. The physician elected to convert to an open repair and removed the stent graft. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 30 months post-implant of a bifurcated device, infrarenal aortic extension, and two iliac limb extensions, the patient presented with a ruptured aneurysm on the left anterior of the sac. Reportedly, the patient presented to the or with lower back pain. A computed tomography was performed; the physician identified that there was a type iii endoleak at the junction of the bifurcated device and the infrarenal aortic extension. The physician elected to convert to an open repair and removed the stent grafts, with the exception of the right iliac limb extension. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. However, based on the review of the operative notes by a clinical representative, the aortic aneurysm disease likely progressed. This patient was lost to follow-up and missed their 1-year post procedure check-up. During which time a type iii endoleak became acute and required emergency intervention. The abdominal aortic aneurysm sac ruptured, and the patient was treated successfully with an open repair. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Eval summary: device not returned for evaluation.